Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The eds drainage system was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: ae relationship to device: not related. Date of placement of evd: (B)(6) 2024 adverse vent meningitis / positives samples of csf (klebsiella pneumoniae) on the (B)(6) 2024.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study: a facility reported positives samples of cerebrospinal fluid (csf) (klebsiella pneumoniae) kp meningitis complicated by surgical site empyema. Date of procedure: (B)(6) 2024. Ae onset date: (B)(6) 2024. Ae relationship to device: possible. Ae relationship to procedure: possible.